Manufacturer narrative:
(B)(4). (B)(4). The customer reported that the device was discarded. The lot number was not provided; therefore, a review of the device history record cannot be performed. A follow-up will be submitted with all relevant information.

Event description:
Device issue: balloon rupture and breakage of the balloon. Time of device issue: during the procedure. Adverse event: medical intervention. It was reported that the fox cross balloon ruptured at unspecified atmospheres in a fistula with unknown number of inflations. The fox cross balloon separated in half and was unable to be retrieved through the fistula sheath. The fox cross balloon was removed from the patient through a femoral access site via an unknown device. There was no additional information provided.